Event description:
It was reported that the user inquired about how an insulin delivery blockage would be detected and was educated that an occlusion alert would notify them; no occlusion or device issue was reported, and a single hyperglycemic reading of 190 mg/dl occurred after a recent meal. Symptoms included elevated blood glucose without reported acute complications. Outcomes included no alerts for sustained hyperglycemia, no back-up therapy, no ketone testing, no medical intervention, and no need for assistance or hospitalization. Investigation included remote troubleshooting and user education regarding occlusion alerts and hyperglycemia management. Investigation of this case revealed no device alarms, no occlusion detection, and no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.